Event description:
A customer reported receiving a system message and the fluid/air exchange function was not available during a procedure. The system was switched out and the case was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).